Event description:
It was reported that, during a generator replacement procedure on (B)(6) 2011, high impedance was observed. At that time, the generator was replaced, however, the lead was not. Add'l info was received indicating that the pt's lead was then replaced on (B)(6) 2011. Attempts for add'l info and product return have been unsuccessful to date.

Event description:
The explanted lead was returned on (B)(4) 2011. Product analysis is not yet complete. Attempts for additional information have remained unsuccessful.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Pa was completed on the explanted generator on (B)(4) 2011. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegation. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.